Event description:
It was reported that the patient developed an infection at the implantable pulse generator (ipg) site. The patient underwent an explant procedure. The explanted device will not be return per facility policy. No further information has been obtained.